Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the third party's service center, the device failed the oxygen low flow test step during testing. The third-party service technician evaluated and determined the active exhalation control module (aecm) valve had caused the oxygen low flow test step to fail on the trilogy 100 device. The third-party service technician recommended replacing the device's aecm valve to address the issue. Additional findings not related to the malfunction/issue was the third-party service technician observed error codes low inspiratory pressure. Low expiratory pressure, internal battery depleted and check circuit in the device's error log. The third-party service technician recommended replacing the sensor board to address the low expiratory pressure error code, reconnected the tubing to address check circuit error code, check the device and circuit setup, and recommended replacing the internal battery to address internal battery depleted error code. The third-party service technician recommended replacement of the handle for this device. The customer requested that device be returned unrepaired, so no repairs were performed on this device.